Manufacturer narrative:
Due to the additional information received, the device code (B)(4) no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative noting that the patient was seen on (B)(6) 2019. Upon doing an impedance check on the system, the lead/contacts that were currently being used in programming showed high impedances. Looking at previous visit notes from other manufacturer representative visits it was noted that the patient had impedance issues on multiple visits/interrogations of the system. A new program (group c) was created to utilize contacts on the other lead with no impedance issues. The parasthesia was mapped to confirm coverage of normal pain areas and received confirmation from the consumer that it was covering areas of pain that had not been previous covered. The patient was going to try the new program to see if they experienced sustainable pain relief. The reporting representative had not heard from the patient about this event since the visit. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and non-malignant pain. It was reported that the patient fell in (B)(6) of 2019 and was experiencing pain at the implantable neurostimulator site. Starting around that time, the patient started having a lot of back and leg pain that is getting worse and she can barely feel the stimulation in her legs. The patient was seeing the settings not available message with all programs and groups and was not able to increase stimulation after decreasing. The patient had seen the settings not available message two times since being implanted. The implantable neurostimulator was confirmed to be charged at 80% and the patient controller was also at 80% charge. There were no further complications reported.

Manufacturer narrative:
Continuation of d11: product ID 3777-60 serial# (B)(4) implanted: (B)(6) 2010 product type lead product ID 3777-60 serial# (B)(4). Implanted: (B)(6) 2010 product type lead product ID 97702 serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2018. Product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that there was a note in the patient¿s file that dates 2018-08-17 at 12:30 pm the patient¿s primary cell was at eos and would be replaced with the newest rechargeable ins. It was reported that there were two contacts with high impedances, but the rest were fine. The doctor was informed of this information. They stated that the current programs and scheduled therapy settings were referenced. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). No longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-feb-28. It was confirmed that the fall did not cause the experienced problem. The patient met with a "tech" and it was weak wiring according to them. The technician set up a new function on program c and the consumer was trying that out. They would call the tech in a few weeks. No further complications were reported.

Event description:
Additional information was received from the patient (pt) and it was reported that the patient has seen several manufacturing representatives (rep)s in the longville area and trying to find a healthcare provider (hcp) and needs to have a record of what is wrong with device from last meeting with the rep. Her primary hcp needs information before giving a referral to pain hcp. Pt states what's occurring since implant in 2018. Pt states comes up on screen that says settings not available. Pt states she cannot adjust the settings up and cant go down because will lose the intensity that's there. Patient states that she has had two recent falls. One in october and one on january 13th, 2021 where she broke her tailbone. She states however that the message on her controller had occurred before the falls. She is seeing settings not available and cannot adjust and needs to as she has pain. Pt states she has seen reps in the longville area and they have reset. Pt states she is in pain and has been for 4 months since she cannot adjust and if she adjusts the stim down will not be able to increase again. Pt states she has met with reps and does work awhile however will again see the same message. Pt states they programmed this maybe a rep in longview back in (B)(6) 2020 and he determined one of her leads is not working. Pt states he adjusted and said that lead wires were bad and couldn'tprogram c. Pt states only a and b are working and neither will let pt adjust up. Pt states this was in july or august of this last year. Pt states did same thing in office where couldn't adjust up. Pt states they adjust and the system works for awhile however than just stops. The patient was redirected to their healthcare provider to further address the issue. The patient will be meeting with a rep on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 3777-60, serial#: (B)(6), implanted: (B)(6) 2010, product type: lead, product ID: 3777-60, serial#: (B)(6), implanted: (B)(6) 2010, product type: lead, product ID: 97702, serial#: (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported, the cause of the settings issue and lead not working, was an impedance check showed. Almost all electrodes had either a very high impedance or were completely out. The cause of the high impedances were not known. The two good electrodes were able to be used when reprogramming. The patient reported low back and bilateral leg coverage. It was unknown, if surgery would be needed to replace the leads.

Event description:
Reference related reg report # 3004209178-2019-11039.

Manufacturer narrative:
Concomitant medical product: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 97702, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: implantable neurostimulator. Correction: MFR rec'd date of the previous supplemental regulatory report should have been 2019-04-25. 2018-08-17 was the aware date of the related regulatory report # 3004209178-2019-11039. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.